Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted for chest pain. The patient also reported feeling a vibrating sensation in his chest near his lvad. The patient reported that the black lead on his controller was pulling the battery power faster than his white lead. The patient was using new batteries. The patient also had low flow alarms upon interrogation. The patient had low flow events on (B)(6) 2020, (B)(6) 2020, and (B)(6)2020. These event seemed to be patient related. It looked as though the batteries on the black lead had lower voltages when first connected but they seemed to be draining over time as expected. The patient was given new batteries and clips, but stated that they were draining faster out of the black lead than the white lead. The patient stated that he was getting low voltage alarms when attached to wall power and battery power. The patient stated that the black lead typically runs out of battery 3 hours sooner than the white lead. The patient also reported that the controller was getting hotter than usual. It was recommended that the patient should have a controller exchange if the patient was stable enough to tolerate.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller drawing more power on the black lead was confirmed; however, the reported event of a hot controller was not confirmed. The log files spanned approximately 8 days (16dec2020 to 22dec2020 and 02jan2021 to 05jan2021 per the timestamp). The rsoc voltage fluctuated throughout the log file while the device was connected to a power module or battery. Though the controller did not alarm, the rsoc voltage fluctuated between 12.4v and 13.9v which is lower than expected 14v for the power module. No other notable alarm was observed. The returned hmii system controller, (B)(6) , was functionally tested and failed the continuity test for power cables. Further troubleshooting revealed fluid ingress on the connection between the power cables and main pcb. The wires resistance from the power cables were measured to be higher than normal. Hi-pot testing was performed and revealed no current leakage. The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller was then reconnected to a mock circulatory loop for an extended period of time and the maximum temperature did not exceed 27c which is within device specifications. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined; however, the issue of controller drawing more power could be attributed to conductor breakdown of the power cables and fluid ingress on connection between the power cables and main pcb. The conductor breakdown appears to be consistent with the repetitive flexing of the cables during use of the device. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pcx-17005 was shipped to the customer on 12feb2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿system operations¿ both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.